Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient with this dual chamber pacemaker exhibited high right atrial (ra) threshold measurements. In addition, the representative reported that during initial implant, there was difficulty placing the ra lead. During the most recent device check, when pacing at higher outputs, the ra lead wasn't capturing, but at slower rates, there was confirmed capture. Technical services was consulted and confirmed there was capture. Technical services offered troubleshooting options and recommended the patient follow up with an electrophysiologist. The patient was referred to an electrophysiologist for further evaluation. Subsequently, the ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.